Event description:
During a review of manufacturing records it was noted that an implanted pulse generator failed its final electrical test at the time of manufacture. Two sub-tests were found to have results outside of their respective specifications while all other tests passed. The generator was released for distribution and was implanted in a patient. These results of the two failed test indicate a feedthru capacitor component failure. The typical effect of this condition would be erratic stimulation when the device is in the presence of certain types of electromagnetic interference. There have been no reported adverse events or complaints believed to be related to this condition and there have been no communication that the generator was explanted. Good faith attempts for additional programming history have been unsuccessful to date. CAPA investigation for the electrical test escape is in process.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records show that the generator failed the final electrical test prior to distribution. Device failure occurred, but was not known to have cause or contribute to a death or serious injury.